Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a blurry image. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional customer reported information.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was [06/26/2025].

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h11. The device was returned to olympus for inspection. Based on the results of the investigation, the reported failure of blurry image was not confirmed. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.